Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received anti-tachycardia pacing (atp) and shock therapy. A review on the episode showed six shocks delivered in only one episode where therapy was exhausted in the ventricular tachycardia (vt) zone. Presenting electrogram (egm) showed that the patient was in atrial fibrillation (af). Moreover, it was observed that the device was undersensing the af and ts suggested to adjust sensitivity. This ICD remains in service. No adverse patient effects were reported.